Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the device has not worked for some time. Add'l info received confirmed that the pt has not been using her device system, due to having problems with it. There had been a chronic issue with its malfunctioning.